Event description:
The subject device was used during laparoscopic right hemi colectomy. The probe of the device was failed and the ptfe pad was broken off outside of the patient. The user discarded the fragment of the ptfe pad. The procedure was completed with another device. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the fragment. The evaluation confirmed that the ptfe pad of the device was severely worn and the tip of it was broken off. There was no crack and scratch on the probe. The jaw had no contact mark with the probe. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the ptfe pad was worn and partially separated since the user activated output without grasping anything. Then the separated ptfe pad was broken off outside of the patient by the physical stress. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.